Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported via implant and warranty registration form received upon re-implantation that the patient underwent a full vns explantation surgery approximately a month after their initial vns implantation surgery. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. No additional relevant information has been received to date.